Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance and high capture thresholds. The pacing impedance remained within range. The caller wanted technical services (ts) insight on an implant procedure. It was noted that the patient was due for a therapy upgrade. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance and high capture thresholds. The pacing impedance remained within range. The caller wanted technical services (ts) insight on an implant procedure. It was noted that the patient was due for a therapy upgrade. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d4: serial number. Correction to field d4: unique identifier (UDI).